Manufacturer narrative:
(B)(4).

Event description:
"While a staff member was pulling orders, the staff member was stabbed in the finger by a surgical blade protruding out of the pack. It was a minor injury."